Manufacturer narrative:
Please disregard this report number (1423537-2024-00096). This device is not sold in the united states and a similar device is not marketed/distributed in the united states. This complaint report was generated in error and no report is required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported, that leakage was found near the branch part of the catheter. There was no harm reported.